Event description:
9/16/97-pt underwent outpatient polypectomy utilizing the valleylab electrosurgical cautery. 9/17/97-pt presented to ER with nausea vomiting, and abdominal pain. Work-up indicated perforation at site of polypectomy. 9/18/97-pt scheduled for exploratory laparotomy with excision of cancerous polyp and repair of bowel perforation. Gt physician states that cautery and room were causative and/or contributory factors in the perforation. F/u: staff have no indication of malfunction during pt use. Biomedical evaluation, copy submitted. Occurrence discussed with physician, who understands the mandatory reporting process and still indicates that unit is a factor.